Event description:
It was reported that the machine overheated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that per the adverse incident report, the overheating is not a consequence of the tool being faulty, but as a result of being used for unsuitable applications over a long period of time.